Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Reinsertion. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use states: an unexpanded stent may be retracted into the guiding catheter one time only. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The device was then removed, post dilation was performed, and then the device was reinserted (against instructions for use). Resistance was met with a previously implanted stent causing the reported difficulty to remove and subsequent patient effects of foreign body in patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.75x33 xience sierra stent was implanted in the mid right coronary artery (rca). The 2.25x18 xience sierra stent delivery system (sds) was inserted to treat the heavily tortuous, distal rca, but it met resistance with the mid rca stent. When resistance was met, the doctor stopped and removed the sds from the anatomy. The mid rca stent was post dilated with a 3.0 mm diameter balloon. The 2.25x18 sds was re-inserted, but met resistance with the mid rca stent. This time, the sds was stuck in the 2.75x33 stent and was unable to be removed. The 2.25x18 stent was implanted inside the 2.75x33 stent. There were no further attempts to treat the distal rca. No additional information was provided.